Event description:
It was reported through the filing of a lawsuit that allegedly after the revision surgery of (B)(6) 2013. Radiographs revealed the acetabular component had displaced within the pelvis and the hip was dislocated. It is further alleged that on (B)(6) 2013 the patient underwent a left hip removal and girdlestone procedure

Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.